Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Plunger case seal was removed and bottom case seal was intact. Top case cracked by the front bottom left corner, cracked keypad lens support and damaged keypad. Cracked right plunger case and battery door. The device had visible contamination by the "l" bracket pole clamp. Device did not come with purple face, sticker. Check syringe plunger sensor found in error history log. Reported problem duplicated during power up process due to left plunger case. Flippers get stuck (intermittently) due to cracked screw boss inside plunger head. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 3 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced left plunger case, power up and performed self test process.

Event description:
It was reported that plunger sensor error occurred. No patient injury was reported.